Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary segmentectomy procedure and sustained a vascular injury of the pulmonary vasculature. There was a 300 ml estimated blood loss. The patient was given an intraoperative blood transfusion of 2 units of fresh frozen plasma (ffp) and 2 packs of packed red blood cells (prbc). There was no need for conversion, nor did the event result in prolonged hospitalization. The patient was discharged home on post-operative day three. There was no report of a da vinci device malfunction during the procedure.

Manufacturer narrative:
Additional information: bleeding from a small pulmonary artery branch occurred when stapling the lung parenchyma. The event was reported as resolved the same day. The actions taken due to the event include blood transfusions and total parenteral nutrition. There was not a procedure prolongation equal to or greater than 31 minutes. The study investigator reported the event as not a serious adverse event, having a causal relationship to the procedure, not related to the da vinci study device and not related to the patient's underlying disease status. The patient's medication, dual antiplatelet therapy (dapt), may be relevant to this incident. Update annex f field with f28.

Event description:
Refer to h11 for follow-up information.